Event description:
On (B)(6)/2009, pt's wife reported the infusion tubing would become disconnected from the infusion device in the middle of the night. Unable to obtain any add'l info during the call. Unable to troubleshoot the concern with the pt at the time of the call. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.